Event description:
It was reported that during a supply change the ilet displayed a screen that could not be advanced past ¿do you see drops,¿ prompting a restart via the mobile app; after restart, the user resumed insulin delivery and attempted to connect a new fsl3+ sensor while it was already in warmup, and the mobile app continued to prompt for a scan, consistent with a touchscreen or user interface issue and a screen unresponsive problem on the ilet. Symptoms included hyperglycemia with a reported blood glucose of 400 and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with the touchscreen component and an unresponsive key/button condition. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.